Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and recurrent dvt (deep vein thrombosis). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and dvt do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and recurrent dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, at the time of filter placement, the trapease filter was deployed without any difficulty. The patient¿s preoperative diagnosis was right lower extremity dvt, pulmonary embolism and contraindications to anticoagulation therapy. Other medical history included hyperlipidemia, epilepsy and psoriasis. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and recurrent dvt. Approximately three years later, the patient noted soft tissue swelling of the leg. 10 months later, the patient presented with abdominal pain and leg swelling. Diverticulosis was also diagnosed. Ultrasound of the lower extremity did show a dvt of the right and lower legs. He had a nonhealing ulcer on the right leg. He was put on anticoagulants. An ultrasound showed extremity dvt extending up to the femoral veins. 13 months later the patient had an ultrasound of the left extremity, the patient was on coumadin. The impression was deep venous thrombus within the left lower extremity and occlusive thrombus within the distal left superficial femoral vein. The patient profile form indicates the patient has an edema in both legs as well as a sore that won¿t heal on the legs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt recurrence and thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number was provided and section catalog # was updated. No additional information is available at this time.

Manufacturer narrative:
Additional information was received from medical records that at filter placement, the trapease filter was deployed without any difficulty. The patient¿s preoperative diagnosis was right lower extremity dvt, pulmonary embolism and contraindications to anticoagulation therapy. Other medical history included hyperlipidemia, epilepsy and psoriasis. Approximately three years later, the patient soft tissue swelling is noted of the leg. 10 months later, the patient presented with abdominal pain and leg swelling. Diverticulosis was also diagnosed. Ultrasound of the lower extremity did show a dvt of the right and lower legs. He had a nonhealing ulcer on the right leg. He was put on anticoagulants. An ultrasound showed extremity dvt of the right lower extremity extending from the popliteal vein into the common femoral vein. There was also extensive dvt of the left lower extremity involving the common femoral and superficial femoral veins. 13 months later the patient had an ultrasound of the left extremity, the patient was on coumadin. The findings were a small nonocclusive thrombus within the left common femoral vein. Occlusive thrombus is seen within the distal left superficial femoral vein. Nonocclusive thrombus was seen in the adjacent popliteal vein. Flow is documented within the left posterior tibial vein. Impression is deep venous thrombus was identified within the left lower extremity and occlusive within the distal left superficial femoral vein. The patient profile form indicates the patient has an edema and a lymphomas in both legs as well as a sore that won¿t heal on the legs. Additional information is pending and will be submitted within 30 days upon receipt.